Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during iol implantation the healthcare professional observed damage (scratch/split) to the lens optic necessitating explantation of the iol. A back-up iol was implanted without further complication during the original surgery session. The device was discarded by the healthcare facility following use/explantation. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd:yag operator error (not applicable in this case) and cracked optic surface post injection due to dehydration of the lens. Our review of production records for the rayone aspheric rao600c batch 083221345 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 083221345. There is insufficient evidence and information available to determine the root cause of the lens damage post implantation.

Event description:
On (B)(6) 2023, rayner received notification from a healthcare facility in ireland of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that during iol implantation the healthcare professional observed damage (scratch/split) to the lens optic necessitating explantation of the iol.